Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included fortaz (1gm, frequency and route not reported) and vancomycin (1gm, intraperitoneally (ip), every 5 days) for 2 weeks. The patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 3 of 4.